Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation in the clinic, the pulse generator exhibited an error message. Telemetry was intermittent. The device was reprogrammed to nominal settings. The patient was asymptomatic and would be monitored.